Event description:
It was reported that the patient experienced redness, discharged and skin erosion that resulting in implantable cardiac defibrillator (ICD) eroded. The source of the infection appeared to be a thrombix non absorbable pad left in the pocket at the initial implant and not related to the abbott products. The ICD, right atrial (ra) lead and right ventricular (rv) lead were explanted due to the infection. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.